Event description:
Related manufacturer reference number: 2017865-2022-45306. 2017865-2022-45309. It was reported that a patient presented to the clinic with noise on their right ventricular (rv) lead that was being oversensed and causing pacing inhibition. During a revision procedure on (B)(6) 2022 to replace the lead, some damage was noted on the patient implantable cardioverter defibrillator (ICD) that also prompted a need for explant and replacement. While explanting the rv lead, it was noted that the patient's right atrial lead had dislodged and was explanted as well as a result. The rv lead was explanted and replaced without further consequences. The patient was stable throughout.

Manufacturer narrative:
Correction: h6: field should reflect product not returned.